Event description:
It was reported the removal instruments failed to remove the screws from the plate and from the bone after the plate was removed. Competitor devices were needed to successfully remove the hardware. This issue resulted in the procedure taking a few hours. This report is related to report numbers: 3025141-2022-00093, 3025141-2022-00094, 3025141-2022-00095, 3025141-2022-00096, 3025141-2022-00097, 3025141-2022-00098, 3025141-2022-00099, 3025141-2022-00101, 3025141-2022-00102, and 3025141-2022-00103 for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was inspected under magnification. Under magnification, the batch number for the 1.5mm easyout, qr (p/n 80-0598) was confirmed as 359250. Upon inspection, the following observations were noted: the returned 1.5mm easyout showed no significant signs of use or damage anywhere along the length of the product. The flute edges were in nearly new condition and showed no signs of wear. It is unclear why the returned product would be unable to remove the screws. The screws and plate used with these products were not returned. No definitive conclusion can be made.